Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump under-delivered drug (adriamycin) during chemotherapy treatment. The pt was on a 24 hr infusion therapy. When the pt returned to the clinic 24 hrs later, the drug reservoir was only 50% emtpy. The pump did not alert underdelivery during the therapy. There is no report of pt injury.